Event description:
It was report on 01 august 2024 on an unknown date that when the patient went to charge the c6 monitor, the c6 monitor charging cord overheated and melted. The patient reported that the monitor was still functioning. A new charging cord was offered but the patient declined and said they had a charger that worked.

Manufacturer narrative:
It was reported that the c6 mcot monitor was charging and the mcot monitor charger overheated and melted. The c6 mcot monitor and mcot monitor charger was returned for device evaluation. Device was inspected for general physical integrity, found in good condition. Charging port does not appear to have been damaged. Charging cord was also returned and has evidence of the device melt. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Charging cable - monitor - a to c. Am&d philips is further investigating this reported malfunction.